Manufacturer narrative:
Although requested pt info. Was not provided by customer. The customer¿s report of an over infusion was not confirmed or replicated during testing. No programming errors were found during the log review. The pcu event log identified an infusion programmed of propofol weight based medication to infuse at a rate of 20.7ml/hr and a vtbi of 30ml on the day of event. A delay was programmed. During the delay period the device alarmed for ¿flow stop open¿ and ¿check IV¿. The device was then channeled off. The volume infused was recorded as 0.0 mls. Functional testing, and internal/external inspection, performed on the returned pump module found the device to be in good working condition and delivering fluid within specification. No anomalies or errors were observed. The root cause was not identified.

Event description:
It was reported that the nurse thought the pump had a free flow because the pump was programmed to run for a certain period of time, but the bag was emptied too soon. There was no harm to the patient.

Manufacturer narrative:
Although requested, device has not been received and patient demographics have not been provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse thought the pump had a free flow because the pump was programmed to run for a certain period of time, but the bag was emptied too soon. There was no harm to the patient.